Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged gears, defective motor/control, closed hose and was getting hot. It was further determined that the device failed the following assessments at pretest: loctite & cable assessments, cutter lock assessment, motor thermistor assessment, noise assessment, safety assessment, and air pump assessment. It was noted in the service order that the device handpiece hose was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional information received on the investigation summary, the device had a damaged component - cable/cord/wiring and the handpiece hose was damaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.